Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 304 mg/dl. Customer mentioned the drive support cap was loose. Customer will not be returning the device for analysis.